Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the package was opened for surgery in 2009, the compression nut was missing out of the package. The compression nut was taken out of a different package.